Manufacturer narrative:
The investigation has been completed and the alleged touch screen issue was verified. However, no failure was identified related to the reported elevated blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer reverted to using manual injections for insulin therapy. Blood glucose was 299 mg/dl.